Event description:
Event 1: [redacted date] mfg: boston scientific/electrophysiology (ept) mfg product code: m004pf21m402 lot: cl13467 the valve of the sheath malfunctioned and was leaking partway through the procedure. The sheath was removed and replaced with no harm to the patient. Event 2: [redacted date] mfg: boston scientific/electrophysiology (ept) mfg product code: m004pf21m402 lot: cl3419. After placement into the patient, the valve on the sheath began to leak. The sheath was removed and replaced with no harm to the patient. Event 3: [redacted date] mfg: boston scientific/electrophysiology (ept) mfg product code: m004pf21m402 lot: cl13541. During prep, the end of the sheath was found to be deformed. The sheath was removed and replaced with no harm to the patient. Manufacturer response for sheath, sheath (per site reporter). Mfg notified by site.